Manufacturer narrative:
D1: medical device brand name: bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes their is either no or minimal vacuum to the tube. The following information was provided by the initial reporter: customer reports that their is either no or minimal vacuum to the tube

Manufacturer narrative:
Investigation summary: bd received 100 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. 10 sample tubes were draw tested. All tubes were within specification limits. 10 production lot in-house retention tubes samples were draw tested. All tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes their is either no or minimal vacuum to the tube. The following information was provided by the initial reporter: customer reports that their is either no or minimal vacuum to the tube.